Manufacturer narrative:
The device associated with this report was not returned. Follow up communication for product return was unsuccessful. A complaint database search found similar incidents which were attributed to product wear out and or misuse. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: examination of the returned device confirms the reported event. The tip of the device is fractured. A complaint database search did not identify a trend of the reported event. Based on the age and overall condition of the returned device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Subsequent reports will be monitored through (B)(4). Depuy considers this investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Triangle miller frame from the consigned srom hip set at iro broke during a case on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.